Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. Customer declined troubleshooting from tandem technical support (tts). Customer¿s blood glucose (bg) level was 400 mg/dl. Ultimately, the customer reverted to an alternate form of insulin therapy.